Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of "contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side "rupture and contracture," baker grade unknown. The device remains implanted.